Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and had reported issue of loss of capture and patient experiencing dizziness. Patient was stable during and after the explant procedure.